Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 15 weeks post-implant, it was reported that the patient was still in the hospital with an infection. After a few days, the patient had developed high hemolysis parameters and the pump power increased. An echocardiogram indicated that the aortic valve opened with every beat and a ramp study was performed. The patient was listed on the emergency transplant list; however, approximately 2 days later, the hospital team decided to perform a pump exchange. The patient is recovering in the ICU.